Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 103.0 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that there was fluid accumulation in the pump pocket. During surgical exploration, when the pump pocket was opened, the pump/catheter connection appeared intact and the catheter access port (cap) was aspirated successfully. It was noted that the patient's pump was replaced two weeks ago and there was "lots" of fluid in the pump pocket. The catheter was able to be aspirated and was functioning as normal. The doctor believed there was a cerebrospinal fluid (csf) leak at the time of the pump/catheter replacement. The patient currently had a lumbar drain to get rid of excess fluid. It was later reported that the patient had her pump explanted on 2016-07-24 as she was having continuing issues with a csf leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.